Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated that he had complications early on and had to have a revision procedure. There were no patient complications reported, and no additional information was provided.